Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.54 volts and charge time measurements of 16 seconds. As a result of the charge time, the patient had a syncopal episode prior to the delivery of therapy. A change out procedure will be scheduled in the near future.